Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera elite gastrointestinal videoscope having foreign material on the button part. Upon inspection and testing of the customer returned device, tip of the cleaning brush came out of the suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, flexible tube of the insertion section crushed, scratches on insertion tube, wrinkles in insertion tube, curved rubber scratches, curved rubber adhesive missing, suction cylinder scraped, collapse observed in the suction channel, scratches found on the operation part, dirt on operation part that difficult to remove, scratches are found on switch 1, scratches found on switch box, scratches on operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on grip, scratches found on the universal cord, scratches found on the scope connector, scratches on scope connector cover, scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reprocessing information of the device was not shared, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.